Manufacturer narrative:
Received 1 used catheter only. The reported event was confirmed as use-related. Per the visual inspection, it was found that there was a jagged tear at the shaft. Per the functional evaluation, the sample was inflated with water and observed water leaking through the shaft . The tear was examined under a microscope and noted to be long and not smooth. The exact cause of the sample condition could not be determined and could not be assigned as a manufacturing related process. However, this complaint was confirmed to be user related because it was mentioned that tweezers were used while inserting the catheter. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that the catheter fell out of the patient due to water leakage from the shaft. It was later reported that upon inspection at the facility, there was a crack on the shaft. The user said that tweezers were used while inserting the catheter. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient due to water leakage from the shaft. It was later reported that upon inspection at the facility, there was a crack on the shaft. The user said that tweezers were used while inserting the catheter. The catheter was replaced.